Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the central vein. After placing a 10fr sheath and a 0.035" guide wire, pre-dilatation was done with a 5x40mm balloon. A 10.0 x 60, 135cm mustang balloon catheter was advanced for further dilatation. However, during inflation, a leak of the contrast media was noticed. The device was removed and a pinhole was noted on the proximal part of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the central vein. After placing a 10fr sheath and a 0.035" guide wire, pre-dilatation was done with a 5x40mm balloon. A 10.0 x 60, 135cm mustang balloon catheter was advanced for further dilatation. However, during inflation, a leak of the contrast media was noticed. The device was removed and a pinhole was noted on the proximal part of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was stable.